Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading was 212 mg/dl. However, customer's blood glucose at the time of emergency room visit was 680+ mg/dl. Customer was not wearing the insulin pump at the time of emergency room visit. Advised discontinuation of the insulin pump. Troubleshooting for button error alarm was done. Nothing further reported.